Event description:
It was reported that inappropriate shocks due to oversensing were observed on the ecgs. The lead was replaced but was not explanted.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.